Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unable to perform self test and displacement test. Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer was not able to clear alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.